Event description:
It was reported that IV pump alarmed "communication error" with continuously alarming. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit: a1601 - device alarm system (1012), a25 - no apparent adverse event (3189), g0600101 - alarm, audible, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: device eval by manufacturer?, reason code for no evaluation, if other specify. Additional information: imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Omit : a11 - computer software problem (1112), c19 - no device problem found, d14 - no problem detected. Additional information: remedial action #, imdrf annex a, c, d codes.

Event description:
It was reported that IV pump alarmed "communication error" with continuously alarming. There was patient involvement but no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that IV pump alarmed "communication error" with continuously alarming. There was patient involvement but no patient harm.